Event description:
Event description guidant received information that prior to implant, this device displayed a monitoring voltage that was lower than the box voltage. Review of the device's stored memory indicated that diagnostic tests were performed prior to shipment from guidant.